Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 82 mg/dl. The customer's expected fasting blood glucose test result range is 140-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 188 and 225 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(4). The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing three times a day (fasting) . The customer has eaten a cup of yogurt less than two hours prior to performing the back to back blood tests.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found.most likely underlying root cause of malfunction::user had an inaccurate reference.note test strip-UDI#: (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 82 mg/dl. The customer's expected fasting blood glucose test result range is 140-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 188 and 225 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): 1:147mg/dl (B)(6) 2016 11:50 pm fasting: yes; 2:152mg/dl (B)(6) 2016 11:01 pm fasting: yes; 3:111mg/dl (B)(6) 2016 03:37 pm fasting: yes; 4:82mg/dl (B)(6) 2016 10:18 am fasting: yes; 5:253mg/dl (B)(6) 2016 10:43 pm fasting: yes. Memory concerns: 82 mg/dl and 253 mg/dl. The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing three times a day (fasting) . The customer has eaten a cup of yogurt less than two hours prior to performing the back to back blood tests.